Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there was a cut in the pneumatic line between the pump casing and the "y" connector. The cut was filled with silicone adhesive and the pneumatic line securely wrapped with rescue tape. A pump exchange was planned for the following day. No other info is known at this time.